Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is malfunctioning. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) unit is malfunctioning. A getinge field service engineer (fse) had evaluated the unit and replaced the (d997-00-1178)pneumatic module assy. The unit passed all the calibration, functional and safety tests were performed. Unit was returned to the customer and cleared for the clinical use. There was a patient involvement but no harm reported. The defective components were received for further investigation. The failure analysis and testing dept. Performed a visual inspection of all parts received and found the parts in good condition. The failure analysis and testing dept. Installed the 0997-00-1178 pneumatic interface module serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pim to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision r.the failure analysis and testing dept. Could not replicate the failure that the customer experienced of observing a gas gain alarm.the pneumatic interface module passed testing.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.